Manufacturer narrative:
Complaint no: (B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The peritonitis was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with injection of vancomycin 1 gram for fourteen days, (frequency and route not reported) and injection of fortum 1 gram for fourteen days, (frequency and route not reported). At the time of this report the patient was recovering from this peritonitis event. Pd therapy was ongoing. No additional information is available.